Event description:
Pls. Disregard this MFR# as this is a duplicate of a proviously reported event captured in 6000093-2004-01367.

Event description:
It was reported that during a coronary stent procedure, the stent dislodged in the rca. While attempting to retract the delivery/stent back into the guide catheter, the stent dislodged in the patient. The physician elected to secure the undeployed stent with another stent. Patient status is listed as "good".